Event description:
It was reported that when using the bd vacutainer® one use holder, an unspecified number of holders separate from the wingset. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D.4. Medical device expiration date: not applicable, this material does not have an expiration date. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.